Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, at the first firing, when the surgeon resected the stomach that near the p-ring, something like fragment was generated during firing. The surgeon said that there was no problem with stapling in particular. The fragments fell into the patient's cavity and were retrieved by using tweezers. The surgical time was extended by less than 30 min. There was no patient injury.